Manufacturer narrative:
A medtronic representative reported that while covering a spinal fusion case the imaging system and stealth would not communicate. Communication between the imaging system and the stealth was unable to be verified on the setup equipment screen. The medtronic representative confirmed that the ip addresses on both systems were entered correctly and then tried to use different network cables which did not resolve the issue. After this, the rep tested the imaging system port by plugging the network cable directly to the computer and got flashing leds which indicated network activity. The delay in surgery was estimated to be around 30 minutes. An onsite system checkout was then performed on a later date. During the system checkout, the medtronic representative was unable to reproduce the issue. The system checkout was performed successfully and no issues were found. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while covering a spinal fusion case the imaging system and stealth would not communicate. Communication between the imaging system and the stealth was unable to be verified on the setup equipment screen. The medtronic representative confirmed that the ip addresses on both systems were entered correctly and then tried to use different network cables which did not resolve the issue. After this, the rep tested the imaging system port by plugging the network cable directly to the computer and got flashing leds which indicated network activity. The delay in surgery was estimated to be around 30 minutes.